Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. (B)(4).

Event description:
It was reported that this pacemaker had sudden drop of battery from seven and a half years longevity to two and a half year in a span of fourteen months. Initial analysis on battery diagnostic data indicates that the power consumption of this device has been increasing and is expected to continue to increase. The engineer recommended replacing the device and returned it for detailed analysis. Additional information indicated that the device was explanted due to rapid battery depletion. No additional adverse patient effects were reported.